Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following the mesh implant, the patient had experienced pain, inflammation, and bilateral hydrocele.